Event description:
Pt. Was admitted with bilateral periprosthetic capsular contractures who had been experiencing pain, discomfort and deformity of bilateral breasts. The pt. Underwent silicone gel explantation and capsulectomy. Both implants found to be grossly ruptured with a substantial amount of silicone gel material throughout.